Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarms were not occurring on their "mycons". The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
The customer reported that alarms were not occurring on their "mycons". The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
After further investigation this was deemed not a reportable event with philips. It was reported that "mycons do not receive alarms from monitors". It was clarified that the customer was referring to their paging system. The intended use of intellisphere event management is to provide healthcare professionals with supplemental information about patient alarms, technical alarms, nurse call alarms and system information messages (events). The product can route all or subsets of this information to selective remote devices such as pagers, phones or marquees. Receipt of alarm messages or events by the external device is not confirmed and delivery to the end device is not guaranteed. The primary alarm notification is the device producing the alarm or event. This product line is not intended to provide real-time information nor is it a source of patient alarms, not is it a replacement for alarming devices. Therefore this issue would not be likely to cause or contribute to death or serious injury if the paging device is used per product labeling. Their was no malfunction of the philips device. The paging system was not working due to a configuration error. The customers paging issue was resolved by the philips technical consultant when they changed the configuration.